Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that ever since the patient got the implant, they had been having issues and thought they might be allergic to something because they were running a fever and had been swelling up and getting a rash. It was noted the patient was allergic to surgical steel and had not asked about the materials the implant was made of before they got it implanted. The materials of the implant and lead were reviewed with the patient and the patient was redirected to follow-up with their healthcare provider (hcp) for their symptoms. It was noted the patient was seeing a general practice doctor on the day of the report about the issue. Additional information was received from the patient. Patient reported their weight at the time of the event. The steps taken to resolve the issues, fever, swelling, rash, and allergic to something was the patient was administered antibiotics and steroids. The cause of the issues, fever, swelling, rash, and allergic to something was the patient is allergic to a type of antibiotics. What the patient is allergic to is conflicting/unclear. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.